Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the low recirculation volume apd set and minicap transfer set. The patient woke up disconnected. This was further described as ¿the cassette did not 'lock' and kept rotating, as if there was a problem with the thread, appearing worn out¿. Adhesive tape was applied to prevent it from coming loose. This occurred during use of the devices for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was given antibiotics prophylactically. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed which did not show visual evidence of the reported problem. The reported condition was not verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.